Event description:
Received information stating patient has been hospitalized on three occasions for high bg's.

Manufacturer narrative:
Multiple attempts have been made to try and retrieve further event information with no customer response. Should new information becomes available a follow up MDR will be submitted.